Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was 167mg/dl. A system check was performed using the current supplies and the pump performed as intended. No damage was noted to the cannula. Reportedly, there was a temperature change to the pump just prior to the occlusion alarm. The customer completed the load process and successfully resumed insulin deliveries.